Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was complications of diabetes for years, stock syndrome, complication of amputation, and cardiovascular failure. The customer had kidney failure and had an infarction in 2014 which caused an amputation. The caller did not know the customer's blood glucose at the tome pf passing. The customer was not wearing the insulin pump at the time of death; it had been disconnected at the time of hospital admission. The caller stated that the insulin pump was always disconnected as soon as the customer was being admitted to the hospital. The customer did not use sensors. The caller stated that they do not have the customer's insulin pump.